Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer alleged an unexpected pump shutdown in addition to suspended insulin delivery. Tandem technical support (cts) reviewed the pump data logs and found the pump received an auto-off alarm and the pump battery depleting rapidly which ultimately shut down the pump. Customer's blood glucose was 300-400 mg/dl. Multiple attempts were made by cts to follow up with the customer and relay findings; however, all were unsuccessful.